Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported malfunction or to determine its root cause. A failure of the needle mechanism to fire and deploy the cannula into the infusion site could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."

Event description:
The customer's mother reported that her son's blood glucose measured "high" (>500 mg/dl) and he had ketones of 1.7, so she took off the pod and observed that the cannula was never deployed.